Manufacturer narrative:
Date sent to the FDA: 12/20/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/17/2020. Additional information a1, a2, b2, b7, d1, d4, d6b. Additional b5 narrative: it was reported that the patient experienced pain following the surgery. It was reported that the patient underwent removal of mesh surgery on 9/12/2014 due to recurrent hernia.

Manufacturer narrative:
Date sent to FDA: 9/24/2020. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that the patient had previously underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.